Event description:
As reported by an affiliate, a pt was admitted for treatment of a 90% stenosis in her right common iliac artery. The vessel was moderately calcified and mildly tortuous. Access was made from femoral artery on the ipsilateral side. A .014 aviator plus balloon catheter was delivered for pre-dilatation. The balloon was inflated up to 5 atm with an indeflator, however, it did not inflate evenly. The physician confirmed a balloon rupture. The balloon re-wrapped properly and the aviator plus was removed intact from the pt's body. A savvy balloon was used to dilate the lesion and a 7.0 x 29mm palmaz stent was successfully implanted in the target lesion. There was no pt injury.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.